Event description:
The affiliate reported the customer alleged elevated free triiodothyronine (ft3) and free thyroxine (ft4) results, above the normal reference interval, for one patient, involving unicel dxi 800 access immunoassay system. This is report number two of two. The elevated results were discordant to alternate methodologies, which produced lower results, above the normal reference interval. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. This medwatch report is related to MDR 2122870-2012-00062.